Event description:
While doing a nephrostolithotomy it was noticed that there were some "flaking" from the metal scope into the pt's kidney.

Event description:
Add'l info rec'd from MFR 11/13/02: a small amount of the device's stainless steel shaft in worn due to age and usage. The presence of metallic flakes, almost microscopic in size, is a known occurrence with the ultrasound lithotripsy system. The high level of vibrations on the sonotrode shaft during lithotripsy causes highly reflective, but non-harmful, particles to wear off of the metal. These are prominently seen due to the optical magnification of the endoscopic procedure. The tiny particles are subsequently irrigated out of the body. The events are attributed to the device. However, there is no history of reports of problems associated with the observations of the metallic particles during a procedure.